Event description:
Baxter (B)(6) received a report that an infusor leaked from its tubing during filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This product is not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The pcm was returned with the unit. Visual examination confirmed the reported condition of a leak. The leak was caused by separated tubing at the junction of the stress-member. The root cause of the separated tubing was determined to be insufficient solvent on the tubing. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in january 2013. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.